Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a screen display error. It was blank. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. To fix the issue the fse reseated the display coiled cable. The unit passed all calibration and functional and safety tests performed. The iabp was then returned to the customer and cleared for clinical use.